Event description:
Synthes (B)(4) product manager reported the insight tube graphics case and various tubes from the set are damaged. These items are loaner equipment belonging to synthes (B)(4). The bottom of the pan is bent and warped. The same hospital, with different surgeons, experienced various issues with the tubes during mis spine surgeries. The hospital performs approximately one mis surgery, using the tubes. It is unknown as to how many surgeries were performed with the broken tubes. The procedures took place sometime in (B)(6) 2013. It is unknown if any fragments were left in the patients. Typically suction/irrigation is used which may have removed any fragments that may have been introduced into the patient. Sales consultant contacted the hospital regarding possible fragmentation being left in the patient: hospital stated that they do not think that fragments were left in the patient, because if breakage would happen in the patient it would probably be suctioned by the intra-op suction. This is 7 of 7 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Surgeries took place in (B)(6) 2013, exact dates are unknown. A device history records review has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.